Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by removing and reinserting the cartridge, then resuming insulin use.